Manufacturer narrative:
The customer initially contacted beckman coulter and reported failing special clean runs due to quantity not sufficient (qns) errors on (B)(4) 2009. A field service engineer (fse) was dispatched: the fse replaced sample probe for the special clean qns errors. The fse verified alignments and inspected pumps. The fse conducted a diagnostic testing, and verified the repair per established procedures; results met published performance specifications. No hardware issues were observed, and a root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained troponin (accu tni) results above the ami cut-off for an unknown number of patients. Per customer, initial results were approximately at 1 ng/ml and repeated with 0.0 ng/ml. The exact patient results and the number of patients affected were not supplied. The results were reported out of the lab. The customer did not report affect to the patient or user attributed or connected to this event.